Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 100% stenotic right coronary artery. The physician advanced the 1.5x15mm maverick2 balloon to the lesion and inflated it to 6atms for thirty seconds on the first inflation. Then the physician inflated the balloon to 10atms for ten seconds on the second inflation, and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.5x15mm maverick2 balloon. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. There are no similar complaints related to this mfg batch number. The most probable root cause of this defect is due to operational context, due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.